Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. An attempt was made with another prostyle device; however, there was no blood flow from the marker lumen when the device was positioned in the vessel. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.